Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the constant door close message. The evaluation found excessive force required to close the door due to the door hooks being out of specification. The device was reworked to correct this condition.

Event description:
It was reported that a spectrum infusion pump had a constant close door message in the labor and delivery care area. It was also reported that there was no patient injury.